Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d), had an ablation procedure, and since then has intermittently paced and exhibited many atrial driven anti-tachycardia pacing episodes. The healthcare professional noted from the interrogated device report, the last episode accelerated the rhythm into ventricular fibrillation and shock therapy converted the patient. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d), had an ablation procedure, and since then has intermittently paced and exhibited many atrial driven anti-tachycardia pacing episodes. The healthcare professional noted from the interrogated device report, the last episode accelerated the rhythm into ventricular fibrillation and shock therapy converted the patient. No additional adverse patient effects were reported. The device remains in service.